Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels and no delivery alarm. Customer's blood glucose value was 401 mg/dl. The customer reported that about pump, they filled reservoir and pump had locked up. It won't allow him to enter his carbs and won't enter. Troubleshoot was declined for high blood glucose levels and no delivery alarm. The product was not returned for analysis.